Event description:
It was reported the device did not respond to telemetry or magnet due to the device being at end of life (eol). No pacing spikes were visible on monitor. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): device had no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.